Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having issues with the pump battery depleting. Tandem technical support has requested for the customer to upload to t:connect for a review of the data logs; however, the customer was unable to upload. No information was provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.